Manufacturer narrative:
(B)(4).the reported condition is confirmed for the connection issue and the assignable cause was determined to be a use error - incomplete connection. The use error was determined since the patient stated that they didn't connect the lines properly. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting an alarm and the home patient (hp) stated the heater bag disconnected. The hp ended therapy. The technical service representative (tsr) referred the hp to the registered nurse (rn). Product surveillance (ps) spoke with the caregiver (cg) (daughter in law) on (B)(6) 2012 regarding the connection issue. Per the cg, the home patient (hp) did not tighten the connection tight enough and it came disconnected. The cg stated the hp was almost done with therapy, so she did not start over with new supplies. The hp did contact her peritoneal dialysis nurse (pdn) regarding the disconnection. The hp resumed therapy the following day and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.